Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was an attempted implant after a code 1004, indicating a short circuit condition, occurred during implant defibrillation threshold (dft) testing. Another episode of code 1004 occurred two years ago with the same rv lead and previous ICD device. Despite recommendation from the field representative, the physician did not intend to replace the non-boston scientific rv lead. After the dft test initiated, the ICD was unable to convert the patient as a result of the short circuit, and the patient required resuscitation with six external shocks. The physician subsequently replaced this ICD device and the rv lead. The replacement was successful. This device is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. X-ray imaging revealed that the device's plasma fuse was ruptured. As a result, the device could not charge and delivered a shock. It was determined that the device was damaged by a shock being delivered into a shorted lead.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was an attempted implant after a code 1004, indicating a short circuit condition, occurred during implant defibrillation threshold (dft) testing. Another episode of code 1004 occurred two years ago with the same rv lead and previous ICD device. Despite recommendation from the field representative, the physician did not intend to replace the non-boston scientific rv lead. After the dft test initiated, the ICD was unable to convert the patient as a result of the short circuit, and the patient required resuscitation with six external shocks. The physician subsequently replaced this ICD device and the rv lead. The replacement was successful. This device is expected to be returned for analysis. No additional adverse patient effects were reported. Subsequently, the device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, review of the stored memory confirmed a shock lead shorted code 1004 was recorded on (B)(6) 2024 and (B)(6), 2005. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted lead error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. Analysis confirmed this device was damaged by a compromised rv lead. Correction to field h11: additional MFR narrative. Correction to b5: describe event or problem.

Event description:
It was reported that during a device replacement procedure, review of device history of the previously implanted implantable cardioverter defibrillator (ICD) identified a code 1004, indicating a short circuit condition, had been recorded two years prior. It was advised that the chronic right ventricular (rv) lead should be considered for revision as well; however, the decision was made to initiate defibrillation threshold (dft) testing with this newly implanted ICD. A code 1004 resulted and the ICD was unable to convert the patient. Six external shocks were required to convert the induced arrhythmia. Subsequently, this ICD and the non-boston scientific rv lead were replaced. The explanted ICD was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, review of the stored memory confirmed a shock lead shorted code 1004 was recorded on (B)(6) 2024. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted lead error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. Analysis confirmed this device was damaged by a compromised rv lead. Correction to field h11: additional MFR narrative.

Event description:
It was reported that during a device replacement procedure, review of device history of the previously implanted implantable cardioverter defibrillator (ICD) identified a code 1004, indicating a short circuit condition, had been recorded two years prior. It was advised that the chronic right ventricular (rv) lead should be considered for revision as well; however, the decision was made to initiate defibrillation threshold (dft) testing with this newly implanted ICD. A code 1004 resulted and the ICD was unable to convert the patient. Six external shocks were required to convert the induced arrhythmia. Subsequently, this ICD and the non-boston scientific rv lead were replaced. The explanted ICD was returned for analysis. No additional adverse patient effects were reported.